Event description:
(B)(4). It was reported that post a stenting treatment procedure, a myocardial infarction (mi) occurred. In 1999, an unspecified bare metal stent was implanted in the proximal left anterior descending artery (lad). In (B)(6) 2010, the patient presented with unstable angina and was referred for cardiac catheterization. The 20mm x 2.5mm target lesion was located in the lad with 80% in-stent restenosis of the previously implanted bare metal stent. The target lesion was treated with direct stent placement using a 3.5 mm x 20 mm promus element stent. Following post dilatation, residual stenosis was 0%. The procedure was considered as having "excellent final angiographic result". The patient was discharged the same day on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with chest pain radiating to arms and neck with diaphoresis, which did not respond to nitroglycerin used at home. The patient also reported two episodes of "heart racing" prior to chest pain onset. The subject was hospitalized with acute coronary syndrome. Elevated troponin values were observed and an event of mi was reported (peak troponin t=0.017 ng/ml; uln=0.015 ng/ml). An electrocardiogram was performed. There was no report of stent thrombosis or abrupt closure and the subject experienced ischemic symptoms. The patient was diagnosed with sick sinus syndrome and was discharged two days later on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).